Event description:
From staff: while performing part of the patient's spinal surgery, the tip of the instrument being used (spikeless kerrison 3) broke off. No evident harm occurred; the broken piece of the instrument was easily recovered from the patient.